Event description:
General report received of an unspecified number of undocumented incidents of separation. The tubing sets were being used to deliver unspecified medications. At unspecified rates, via plum pumps. After unspecified lengths of time, it was reported that the tubings separated from unspecified locations on the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.